Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7071025.

Event description:
It was reported that the patient had inflammation in the cervical cord region and it was uncertain if it was device related or not. The patient underwent an explant procedure wherein all devices were removed to free up canal space. The explanted devices were not returned.